Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility

Event description:
A copy of the medwatch report from FDA was received, which states, ¿rn tried to prime pump and line unable to shut door assembly. Door to biomed door assembly replaced full preventative performed. Door may have been dropped or crushed causing malfunction". It was later reported that the root cause of the issue appeared to be non approved third party parts being used by a third party vendor to refurbish the pump modules. There was no information on patient involvement.

Event description:
A copy of the medwatch report from FDA was received, which states, ¿rn tried to prime pump and line unable to shut door assembly. Door to biomed door assembly replaced full preventative performed. Door may have been dropped or crushed causing malfunction". It was later reported that the root cause of the issue appeared to be non approved third party parts being used by a third party vendor to refurbish the pump modules. There was no information on patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.